Event description:
It was reported by the rep that the (2) pmw35 were used during an unknown procedure. It was reported that the staples did not form properly. A third pmw was used to complete the case. There was no pt consequence.